Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7072494/ 7075859.

Event description:
It was reported that the patient had an infection on the pocket site. Symptoms of increased pain, drainage and redness were noted. It was unknown if the infection was device or procedure related. However, the physician did request what metal alloys was the ipg made of. It was also noted that the patient had an infection before and was explanted (rfb 3006630150-2019-07275). The patient underwent an explant procedure wherein everything was removed and were discarded. The patient was placed back on antibiotics and was doing well.